Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock due to p-waves being blanked and ventricular interval stability. Programming changes were discussed; no intervention was reported.

Manufacturer narrative:
To reflect the shock received; should not have included to company representative; (B)(4).